Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that they think they weren¿t recharging correctly. After they called and were walked thru what to do the issue was resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was an issue with an implantable neurostimulator was not charging or incrementing. The patient stated that while attempting to recharge the implant, the controller's charge decreased from 100% to 80%, yet the implant remained low and did not increase past 30% despite 30 minutes of charging. This was the first instance of such a problem for the patient. The agent reviewed charging expectations with the patient and advised them to continue charging the implant and to call back if the charge did not increase within an hour.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.